Manufacturer narrative:
Investigation results: to dismantle unit , found internal water tubing to have been pinched in the internal fittings of the casing, replaced this harness and then tested unit for flow of water to spec. Charged up footswitch with our test f/s lead as customers not supplied, checked for sync with base unit all ok, ran unit on test, unable to replicate issue of the pedal cutting out, tried unit in tap on mode and normal modes all ok, please note that the f/s leads can become faulty, this may be due to internal wiring becoming pinched or if its suffering from corrosion on the plug that goes into the pedal.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803 the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a cavitron 300 series, 240v UK is alleged overheated and over heating of inserts. No injury.